Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless implantable pulse generator (ipg) exhibited rising thresholds and the patient experienced severe tricuspid regurgitation. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the leadless implantable pulse generator (ipg) exhibited pacing failure, low sensing and a dislodgement. It was noted that only one tine was engaged. The leadless ipg was reprogrammed and later explanted and replaced with a transvenous system. No patient complications have been reported as a result of this event.